Event description:
The customer reported that during opcheck the device would reboot when the charge button is pressed. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that during opcheck the device would reboot when the charge button is pressed. There was no patient involvement. The customer evaluated the device and determined the battery, (B)(4), caused the rebooting. The customer replaced the battery to resolved the issue. The device remains at the customer site.